Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed that the cause of the issue was due to the disconnection of the power cord. It is considered that the unit kept operating on battery due to the disconnection of power cord and the battery was used up, which resulted in the issue of the device not starting up. The pse replaced the power cord to resolve the reported problem. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing maintenance, it was observed that the device will not power on. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
(B)(6).